Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter. During the procedure, the curve of the catheter was stuck in a full deflected position. The knob was unable to be turned. During removal, they had to perform special maneuvering of the st. Jude 8.5fr agilis sheath (large curl). The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. This event was assessed as a reportable malfunction as the curve was stuck in deflected position and this could potentially cause vessel damage or cardiac structure damage (cordae, valves or septum) during forceful withdrawal.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a smart touch bidirectional catheter. During the procedure, the curve of the catheter was stuck in a full deflected position. The knob was unable to be turned. During removal, they had to perform special maneuvering of the st. Jude 8.5fr agilis sheath (large curl). The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. The returned device was visually inspected and it was found in normal neutral position. Then per the event, a deflection test was performed and the catheter passed; the catheter did not present any condition unusual during the test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the deflection stuck observed during the procedure remains unknown.